Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon of no image is due to a faulty cable unit. The cause of the faulty cable unit is unknown at this time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit was displaying an intermittent image due to a faulty cable unit. Manipulating the cable causes the image to go in and out. If additional information becomes available following device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the olympus hd camera head was not producing an image during a procedure when it was plugged in. According to the initial reporter, the procedure was completed using another camera head. There was no patient harm or consequence reported as a result of this event.